Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the cartridge would not fire. Another cartridge was used to complete the case. There was no patient injury.